Event description:
It was discovered during a pm that the dap on the 9800 sys was inaccurate. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The sib board and the software upgrade were installed during the service call. The sys was tested and found to be working as intended and put back into service.